Event description:
It was reported that, during a cori assisted tka, while using the handpiece to make the distal cut and then using a 5-n-1 cutting block, when returning to bur all on femur it was noticed that the device was taking significantly more bone on the anterior chamfer. For troubleshooting, the checkpoints were verified and they appeared to be good, the femur checkpoint was not being used, instead the clamp was being used. The surgeon stopped cutting and filled in the defect with cement. The procedure was resumed, after a non-significant delay, using the same real intelligence cori. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H10: h3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Testing of the console did not observe any failures, nor anything that may have contributed to the reported incident. System log files and screenshots were reviewed with the software support team. The team determined that no functional errors occurred with the cori system or the drill used for this case. Screenshots from the case were reviewed with the clinical support team. The reported problem was confirmed. No red bone was present in the screenshots and the femur actually appears to be undercut at the end of the case, showing blue on the surface. A provided photo reveals that an overcut did occur on the bone surface. From the reported issue, the surgeon did not use the femur checkpoint and instead used the tracker clamp for checkpoint definition. Discussion with the clinical team on (B)(6) 2024 suggested that the femur tracker may have moved when the cutting block was being used, causing the planned virtual cut to no longer align with the actual bone. Additionally, it is possible that the cutting block may have been attached at a slight offset or angle, further contributing to this issue. The most likely cause of the reported issue seems to be due to user error. Since the femur checkpoint was not used and instead the checkpoint definition was taken from the tracker clamp, it seems that the tracker moved when cutting using the 5-n-1 cutting block. This seems to have resulted in a discrepancy between the planned cut and the actual bone, appearing as through the femur was undercut on the virtual bone model, and creating an over-resection when milled down to the white bone on the plan. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. A clinical/medical evaluation was performed. Based on the information provided, a user technique/variance is the likely root cause of the device taking significantly more bone on the anterior chamfer, as the clamp was used as the checkpoint instead of the femur checkpoint. The cori user manual (500230 revd) instructs on appropriate use of the checkpoints throughout the procedure. The patient impact is the overcut on the anterior chamfer, and the use of cement to fill the defect; as cement is intended for bonding and not filling voids, it is therefore unknown if the cement fill will impact the longevity of the construct and/or contribute to early intervention. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.